Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor gel breast prosthesis that ruptured approximately seventeen years after implantation. As a result, the patient had the device explanted on (B)(6) 2018. The device was replaced with another mentor gel prosthesis (unspecified). No further information is available.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, on (B)(6) 2018, mentor became aware that the contralateral device had a small hole/leak. This will be reported separately under the same manufacturer's reference number. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor with gel inside that appeared clear, with some yellow and white material observed within the device. Gel was observed on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.7 cm within an area of cracking siltex. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Cracking siltex is defined as a material separation occurring in the siltex layer, and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. At this point, is not possible to determine the origin of the yellow and white material found on the device. Mentor performs 100% inspection and testing of all devices prior to release. Nonetheless, the customer complaint was confirmed. Rupture is a known complication associated with these devices, and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).